Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated via phone keypad anomaly. Customer replaced battery and turned pump back on. However, the buttons on the keypad are not responding. Customer received a battery test failure error and again changed the battery. Customer was about to deliver a bolus but unable to do so since the buttons stopped working. Customer does not recall any significant events leading to keypad anomaly. Customer was getting a battery out limit alarm on the pump when they changed battery once again. Customer unable to clear alarm due to keypad anomaly. Customer was advised to discontinue use of the pump and revert to a backup plan.